Manufacturer narrative:
Upon receipt, the programmer underwent functional testing. The programmer was powered on to check for error reports or boot-up issues. No anomalies were noted. Next, a test device was interrogated several times, confirming there were no communication problems between the device and programmer. Additionally, complete threshold testing was performed multiple times when ending the test before it was completed, exiting the test with mics antenna and pressing the stat pace button while interrogating a pacemaker. All testing was successful with no issues noted. Laboratory testing was unable to reproduce the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during pacing threshold testing, at the point of loss of capture, this programmer did not end the testing for approximately four seconds. There was a four second pause in pacing which resulted in a syncopal event for this patient. It was noted that the programmer had a frayed power cord and it was subsequently removed from service and returned. No additional adverse patient effects were reported.